Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed due to a lack of sample, therefore, the root cause is undetermined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The home patient (hp) stated she found air in the patient line. The technical service representative (tsr) assisted the hp to end therapy, discard supplies, and start over with new supplies. Product surveillance contacted the patient on (B)(6) 2010. According to the patient she was able to resume therapy successfully. The patient stated she is not having any further issues with her therapy or supplies. There was no patient injury or medical intervention reported. No further information was available.